Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred and a cartridge change error occurred. During troubleshooting with tandem technical support, both issues were cleared and the customer successfully loaded a new cartridge. Customer¿s blood glucose level was 176 mg/dl.